Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed a pulse test and displayed a service code 204. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and a shorted u409 component on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable malfunction. During servicing, monitor sn (B)(4) failed incoming functionality testing.